Event description:
Healthcare professional reported report right side "acute onsite periprosthetic seroma". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported report right side "acute onsite periprosthetic seroma". Healthcare professional later reported right side rupture confirmed during surgery. Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are:rupture: observed broken striated on posterior side assessed as surgical damage. Various openings on posterior assessed as surgical damage. And missing piece of shell assessed as inconclusive.

Event description:
Healthcare professional later reported right side rupture confirmed during surgery. Device has been explanted.